Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information received from the field representative indicated that the patient had experienced a fall in (B)(6) and did not follow up or experience any symptoms. During routine follow-up in (B)(6), the pocket appeared to be swollen. There were no additional adverse effects reported. The product was explanted.